Event description:
It was reported that during routine clinic examination, the device failed to interrogate intermittently. The device could be re-interrogated again later and the data from the device displayed appropriately. However, the device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.